Event description:
Customer's spouse called in to report that the patient was hospitalized for high blood glucose. Blood glucose reading at the time of hospitalization was 1054 mg/dl. Customer went into diabetic ketoacidosis on the same night. Events leading to hospitalization were; patient had a blood glucose reading of over 600 mg/dl and called the paramedics. Customer was wearing the insulin pump at the time of hospitalization. Patient also had an infection and possible heart issue that will be looked into at the hospital. Customer is currently in intensive care unit due to high blood glucose. Customer was removed from the insulin pump and treated with insulin drip. The insulin drip has been removed and the patient is treating with manual injections every 4 hours. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.